Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the surgeon clamped the tissue and started to fire the device, however it stopped on the halfway. The surgeon did not check the display screen at that time. Then, the surgeon tried to approach to the tissue, however the green buttons were not illuminated. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, then, the surgeon removed the loading unit and tried to re-fire it. However, the green buttons were not illuminated so the stapler did not enter firing mode.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities, all staples were placed and the test media was cleanly transacted records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the evidence available, the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon removed the loading unit and tried to re-fire it.